Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During revision surgery on (B)(4) 2019, the revising surgeon identified, following placement of the revised tibial construct, that the patient now had patella baja. Because the previously implanted s-rom hinged femur construct (including metaphyseal sleeve and stem) was well-fixed, it was determined that revising the femur, with the potential destructive bone loss that could ensue, was not deemed acceptable. The patella was noted to track well otherwise, but the patella baja remained untreated. (Left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.